Event description:
It was reported that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: 305u221 tissue valve, implanted on (B)(6)2011. If information is provided in the future, a supplemental report will be issued.